Event description:
Initially, the facility reported a pca ii pump over-infused dilaudid (hydromorphone) on a pregnant female resulting in respiratory depression. The patient reportedly recovered. No vital signs were available. The nurse advised that there were no apparent "ill effects to the fetus". The nurse indicated that it is unknown whether the pump malfunctioned, over infused or whether the nurse programmed the dose incorrectly. The pump settings had been cleared. The patient outcome was good. The patient had been hospitalized because of abdominal pain/kidney stone. Additional information received from the facility nurse in 2008: reportedly, the pca (patient controlled analgesia) ii pump malfunctioned, "cleared itself" or there was a user error during a patient infusion of dilaudid for pain control resulting in respiratory depression. The patient was found two days prior, at 1243 to be unresponsive, with a dusty color, blue lips and nail beds, and labored breathing. The dilaudid was discontinued. No cardiopulmonary code was called, but the patient reportedly experienced decreased respirations. Narcan 0.4mg was administered IV one time with good results. The pca dilaudid was initiated on the same day . The dilaudid was programmed: pca dose: 0.5mg; lockout: 15 minutes; basal rate: 0.5mg/hour. No loading dose had been given. The pump reportedly had "cleared itself" and the nurse reprogrammed the pump. The patient was admitted one day prior, with right lower quadrant (rlq) pain. The patient was transferred to another facility the following day, in good condition. The fetus was monitored and reportedly suffered no ill effects from the event.

Manufacturer narrative:
A request for the return of the device has been made. A follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.